Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. No failed battery test noted. Unit passed the rewind, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and battery error during basal delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error and customer was able to complete the pump rewind. However, troubleshooting was not performed for the battery and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.